Event description:
Ous MDR - after an implantation time of about 58 months, it was reported that a suspected insulation defect of the lead close to the connector was noted during a device exchange. The sensing values ranged between 1.5 and 22 mv, pacing threshold and impedance were unremarkable. The lead was exchanged and returned to biotronik. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was only available in fragments. Only the proximal part of the lead was returned for analysis. The distal fragment, including shock coil and tip electrode, was not available for analysis. The lead had been cut through 30 cm distal of the is-1 connector pin, probably with a scalpel. The analysis of the returned lead fragment showed strong signs of wear and tear at several sites, especially at the connector exits. The entire lead fragment was severely twisted distal of the fork. In the area of the is-1 connector exit, an abrasion that had occurred from the outside could be seen, as was mentioned in the clinical complaint. The insulation was intact in that area. This damage manifestation indicates significant mechanical stress during the operating time. The position and type of this damage is characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and of friction of the lead at the ICD housing. The measurement of the direct-current resistances of the electrical conductors proved to be unremarkable. In summary, there were no indications of material defects or manufacturing errors.